Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited a no capture. The rv also had high thresholds. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.